Manufacturer narrative:
No samples or photos were received by our quality team for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on previous investigations with the batch numbers involved, possible root cause for stopper separation is associated with damaged air valves that dispense silicone. Valves will be updated. Possible root cause for loose needle is associated with insufficient application of epoxy in the assembly of the cannula-hub. Epoxy is an adhesive used to join the cannula and hub. Change of the epoxy dosing valve will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/2in bil lax needle pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: hipodermic syringe with 10 ml needle, reference (B)(6), batch 1337220 and 2132714, at the end of which it is knowledgeable and evaluated by the manufacturer and sends us the corresponding response to respond to the customer, depending on the reliability of the case. We have not yet received a description of the event. This information will be requested from the customer during follow-up. (B)(6)2023 l.freire information received on (B)(6) 2024: when uncovering the 10cc syringe it is evident that the rubber of the plunger is loose, when packaging the medication it comes out - batch number 2132714 when using the syringe to package medication, it is evident that the needle is loose from the green hub, which is why it does not generate a vacuum and does not aspirate the medication. Batch number 1337220.